Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts and the conductive rubber contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer had been troubleshooting the meter and inserted four new batteries. The display was faint and segments were missing in the results field. The three "8" digits looked like the number four. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.